Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse disassembled the right side of the instrument and the electronics module. The cse found that the alternating current (ac) to direct current (dc) convertor core in power supply was burnt and the components were melted. There was no other damage to the advia centaur xp instrument. During a follow-up visit, the cse replaced the power supply and real-time printed circuit board (rt pcb). The cse reset the sparc address, verified the voltages and performed a daily cleaning procedure (dcp). The customer ran quality control to verify the functioning of the instrument. The cause of the smoke being emitted from an advia centaur xp instrument was due to a malfunction of the power supply assembly. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Smoke was emitted from an advia centaur xp instrument. The customer turned off the instrument and called the fire department. There are no reports of injury to staff, damage to property, or impact to patient samples.